Event description:
Literature was reviewed regarding 'case report: portable x-ray guided blood patch in treating post dural puncture headache status post intrathecal pump placement' regarding a patient implanted with a synchromed iii pump. A patient with a history of hereditary spastic paraplegia had been implanted with a catheter and pump system. Three days after implantation of the system, the patient experienced a headache, and the next day the headache became positional and consistent with a post-dural puncture headache. Magnetic resonance imaging (MRI) of the spine demonstrated signs of a cerebrospinal fluid (csf) leak at l1-l2. The event was resolved by performing an epidural blood patch (ebp).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: continuation of d10: product ID neu_unknown_cath, product type: catheter. Li m, nistal d, komatsu r, wu j. Case report: portable x-ray guided blood patch in treating post dural puncture headache status post intrathecal pump placement. International medical case reports journal. 2025. 387-393. Doi: 10.2147/imcrj.s513641. B.3: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.